Manufacturer narrative:
The subject product was returned for evaluation. As there were no fasteners remaining in the device a functional evaluation could not be performed. Examination identified no manufacturing anomalies. A review of the manufacturing records was performed and found the lot was manufactured to specification. A functional simulated use test was not able to be performed with the returned device and no definitive conclusion can be made at this time to identify why the fasteners in the device did not provide adequate fixation. The IFU for the optifix at fixation device prescribes the proper method for use of this device for proper fastener delivery and includes "place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counter pressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counter pressure." As reported, this was the surgeons second use of the optifix at fixation device. This file represents the second optifix at used. A separate emdr will be submitted to represent the first device used. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while performing fixation of the ventralight st w/echo ps using the optifix at the first 8 tacks initially looked as if they were seated flush against the posterior side of the mesh on his ipsilateral side. The surgeon inspected the tacks closer and some (not all) appeared to be fully sunk into the abdominal wall. As the contralateral side of the mesh was tacked, the tacks were not getting full tissue purchase. Some of them were falling into the abdominal cavity and had to be retrieved and removed from the patient. Concerned that these tacks were not getting adequate purchase, the tacks initially put on the iplsilateral side were more closely inspected. The camera was brought in for a close- up view of the edge of the mesh against the abdominal wall noted that every tack (that initially appeared to be fully seated) was now barely holding on to the abdominal wall tissue. They were only hanging on by the barbs of the tack. The heads of the tacks were prone. This caused there to be a lot of open space between the mesh and the abdominal wall. Initially the device was fired in straight mode and the first 7-8 tacks fired appeared to be seated fully in the abdominal wall. As the surgeon continued fixation, there were occasions that he articulated the device. The device was fired into the soft tissue and peritoneum. Additional optifix at tacks were deployed into the mesh to secure it further but almost every tack would not seat properly. Two optifix at were used and the surgeon reported experiencing the same issue. The repair was reinforced with a bard/davol capsure. This was the surgeons 2nd time using the optifix at device. There was no patient injury during the procedure.